Event description:
The pt experienced poor stimulation. High impedances were noted (not specified). The implantable neurostimulator was replaced. The hcp reported the pt was doing well with the new device.

Manufacturer narrative:
On 11/14/2008, the neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.